Event description:
It was reported that during the procedure when tried to insert the screw at the tibial head, the screw broke. No patient injury or significant delay were reported. Back up device was available.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion.